Event description:
It was reported on (B)(6) 2026 a 20 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. During the procedure the device was partially re-captured once. The device was implanted. One day later the patient presented with a cardiac tamponade and was transferred to a different hospital. The patient passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.